Manufacturer narrative:
Upon reassessment of the reported event, it was determined that no adverse event or product malfunction occurred. The initial report should be voided as it was submitted in error.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen flex femoral component, catalog #: 00575001701, lot #: 63266656. Nexgen stemmed tibial component, catalog #: 00598004702, lot #: 63573246. Nexgen molded flex articular surface, catalog #: 90597004010, lot #: 63323599. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2017-00283, 0002648920-2017-00732, 0001822565-2017-08243.

Event description:
It was reported that the patient had developed tenderness of the knee. Attempts have been made and no further information has been provided.